Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No displacement anomalies or motor error alarms were noted. The motor was tested outside the device and passed. Device received with cracked case at the display window corners, display window and reservoir tube lip. Device received with broken off piece at the battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer used food and was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The customer has lows every day and multiple times a day. The customer believes the pump is over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.